Manufacturer narrative:
The implant has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could be confirmed based on the available device testing related to CAPA ID # (B)(4). Within visual investigation it was found that the returned devices show marks of usage. Each footplate of each returned distractor show marks of usage resulting from screw insertion and extraction. The visual inspection of the thread of the drive shaft of each returned distractor showed no indication for a manufacturing related issue. A functional check of the turning mechanism of the thread of each distractor was performed. Each turning mechanism could be easily activated. No virtual surgical planning (vsp) was used. The surgeon said ¿the surgery was a little last minute and the airway constriction was severe. Typically he would use vsp.¿ furthermore the information was provided that the patient was not under observation until the removal. Additionally, the surgeon suspected possible unintended manipulation by the parents during treatment. A contributing factor could be screw loosening, likely related to poor bone quality. Since the x-rays provided were taken in one plane only it is not possible to ultimately determine whether screw loosening has taken place during the treatment. Based on the investigation of the returned products, the provided additional information and based on the available device testing related to CAPA ID # 534052 the following hypothesis for the root cause can be concluded: the normal mandible movements and applied loads on the potentially loose distractor footplates led to an increased relative movement between the slider and the threaded rod. As a result the resistance against slider movement (considering friction of components like slider, screws, housing and threaded rod with direct contact) was exceeded and a reverse movement occurred. No indication was found that the determined observation was a design, material or manufacturing related issue.

Event description:
It was reported that the pediatric mandible distractor was implanted on (B)(6). On (B)(6), the distraction was set to 10mm. On the 29th, the patient's tubes were able to be removed, and on (B)(6), the activation rods were removed. On (B)(6), in a follow up apt, the surgeon noticed that the mandible did not appear as if it were as distracted as was initially set, so he ordered x-rays which confirmed that both sides had backed up. The patient's airway was still improved. There were no adverse consequences reported.

Event description:
It was reported that the pediatric mandible distractor was implanted on (B)(6). The distraction was set to 10mm. On the (B)(6), the patient's tubes were able to be removed, and on (B)(6), the activation rods were removed. On (B)(6), in a follow up apt, the surgeon noticed that the mandible did not appear as if it were as distracted as was initially set, so he ordered x-rays which confirmed that both sides had backed up. The patient's airway was still improved. There were no adverse consequences reported.